Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. In addition, the health care professional (hcp) noted that the device was close to eroding. Additional information indicated that the patient and device was checked. The physician was not concerned with the device erosion and will take conservative approach with the rv lead as the threshold seems stable. To date, the device remains in service. No additional adverse patient effects were reported.